Manufacturer narrative:
A complaint was received regarding no arterial pressure alarm. The issue could be confirmed from the log files. It was found that the alarms were suppressed after the ibp pressure was zeroed and it did not re-arm after 30 seconds when it should have. Root cause was identified as a software issue which happens during a race condition. This occurs if the m540 is put into standby and the hemo pod is then connected. If the ibp pressure is zeroed after this workflow, the 30 second timer never decrements, causing the alarms to never get unsuppressed resulting in the issue. A CAPA has been opened to address this issue.

Event description:
It was reported that the monitor did not alarm when the arterial systolic and mean pressures were exceeded or not reached. The alarm limits were set correctly, the alarms were activated and the emergency button was not pressed. Other alarms such as hf and o2 saturation alarmed. The pressure curve was displayed correctly. Despite the lower limit was fallen below, there was no alarm. Additional information was received: the condition of the patient was heavy hypotension. They gave some infusions to recover the patient to stable health.

Manufacturer narrative:
Additional information was received: the condition of the patient was heavy hypotension. They gave some infusions to recover the patient to stable health. The investigation has begun. A follow up report will be issued once the investigation is complete.

Event description:
It was reported that the monitor did not alarm when the arterial systolic and mean pressures were exceeded or not reached. The alarm limits were set correctly, the alarms were activated and the emergency button was not pressed. Other alarms such as hf and o2 saturation alarmed. The pressure curve was displayed correctly. Despite the lower limit was fallen below, there was no alarm.